Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to dislocation.

Manufacturer narrative:
The tm reverse surgical technique states on page 24: "also make sure that the guide pin on the polyethylene liner impactor is aligned into the post on the lateral side of the stem face prior to impacting". As returned poly liner is damaged. Some of damage may have been from the removal process and or contact with the humeral stem after it disassociated. In addition to the damage a witness mark can be seen next to anti-rotation cut out and post. The witness marks around the anti-rotation lug cut out and post indicate the liner was not suitably aligned with the stem. The liner was dimensionally inspected and found to be conforming where measured aside from the previously mentioned damage. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. No other complaints of any type have been reported for this lot. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer biomet considers the investigation closed.